Manufacturer narrative:
Diopter: -12.00. Device evaluated by manufacturer? No. Lens not returned. Conclusion: based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -12.0 diopter in the patient's left eye (os) on (B)(6) 2010. A anterior subcapsular cataract was observed on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens. The problem was resolved. Patient visit on (B)(6) 2015 - ucva was 20/24. See MFR #2023826-2015-01277 for right eye.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found that the lens measurements were within specifications. (B)(4).